Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced shocking sensations around the ribs and hip. Field representative met with the patient and reprogrammed the device. Troubleshooting attempts were unsuccessful. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was restored post-operatively.

Manufacturer narrative:
The event of ipg explant/ replacement due to a shocking sensation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: date of explant updated.

Event description:
Additional information obtained states surgical intervention occurred on (B)(6) 2019.

Event description:
Based on information obtained, the shocking sensation has resolved.